Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve came off when removing the ocr from the preface. The hemostatic valve came off when removing the octaray (ocr) catheter from the preface sheath. The valve that came off was refitted and used, and then the procedure was successfully completed. The procedure was completed without patient consequence.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information was received on (B)(6)2022. It was reported that the hemostatic valve was dislodged. No picture available. The sheath was used on the patient. Air did not enter the patient¿s body. No treatment required. No blood return was observed. The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve came off when removing the ocr from the preface. The hemostatic valve came off when removing the octaray (ocr) catheter from the preface sheath. The valve that came off was refitted and used, and then the procedure was successfully completed. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation. It was then sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed a kinked/bent condition was noted on the sheath, located approximately at 48.9 cm from distal tip. Also, the brim cap hub and the hemostasis valve were attached to the component, it was thoroughly inspected, and no anomalies were noted. A dimensional analysis was performed, and it was found within the specification. The complaint reported by the customer as ¿hemostasis valve/hub ¿ separated¿ was not confirmed since the brim cap hub and the hemostasis valve were attached to the component, no anomalies were observed on the hub; however, the cannula sheath was observed kinked/bent. Dimensional analysis was performed on the cannula sheath for ID and od near the damage and it was found within specification. The exact cause of the conditions found could not be conclusively determined during the analysis, procedural factors and /or handling process may contribute to this issue. Neither product history record (phr) review, nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. A device history record (DHR) evaluation was performed for lot 18107946 and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)